Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-22370. It was reported that during a procedure to address ineffective stimulation (reported within manufacturer reference number: 1627487-2020-22202 and 1627487-2020-22203), the physician fractured one of the leads while it was being repositioned. The lead was explanted and replaced. No further issues were noted during the procedure.